Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The scr replace friction-fit gold & ti abut int hex (mhlas) and impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) were not returned to pbg for inspection. Although the manufacturer (zb EU authorized representative) has received the product, the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment. Therefore, the product has not been physically inspected. The investigation has been performed based on the available information. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information changed to unknown. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided. Product not returned.

Event description:
It was reported that the implant at tooth site #26 was removed because the screw mhlas fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown zimmer screw and impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) were returned for inspection. Inspection of the returned devices notes that the implant is badly damaged at the collar. The returned screw is not fractured but is worn. It could not be accurately identified in its returned state. The investigation has been performed based on the available information. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred, as the returned implant is confirmed to be damaged and unusable. However the reported event regarding screw fracture was unconfirmed. Based on the investigation results, this event would be reassessed as not reportable due to its worn condition and that the screw is not fractured as originally reported.

Event description:
No further event information is available at the time of this report.